Manufacturer narrative:
D4. Lot number, serial number, primary UDI number are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the device indicated placement signal not reliable alarm occurred, with the placement signal absent from the screen for approximately 30 minutes. Additional precautions were discussed with the nurse and physician, including closer monitoring of motor current and flow to assess pump function while continuing patient observation. The placement signal later returned, and no further issues were noted.